Event description:
Keystone kidney center mobile eswl unit arrived to the hospital to perform 6 scheduled procedures. When the unit was checked prior to use, it was unable to be utilized due to the presence of air bubbles in the portion of the unit that makes contact with the patient and delivers the treatment. Six procedures had to be cancelled/delayed. Keystone kidney center, (B)(4) us. FDA safety report ID# (B)(4).